Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. This includes misaligned insertion and/or prying or levering the device during use, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handles distal piece in the vaultlock guide snapped off when drilling inferior keel holes. This occurred during a case on (B)(6) 2025, where there was no patient harm or delay in the case.